Manufacturer narrative:
There was no report of device malfunction or serious injury as a result of this issue. The two loose inner stand bolts were tightened/torqued to specification by the varian field service engineer. The system was verified and found to be functioning to specification. Though still under investigation, varian has determined that an MDR is appropriate, as this loose stand bolt issue, should it recur, may potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
A varian field service engineer (fse) reported that while checking the system's stand bolts for tightness during routine preventive maintenance inspection (pmi), that both inner stand bolts where found to be loose.